Event description:
It was reported that, "when trying to extract the pins from the femoral cutting blocks, the pin puller slipped off of the pin. The surgeon retried and couldn't get the pin puller to pull the pin."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.